Event description:
It was reported that after approximately 20 minutes of intra-aortic balloon (iab) therapy, blood was seen leaking from the end of the sheath. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). Complete event site address line 2: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and within the stat gard sleeve. The sheath was also returned covering the front half of the membrane. No blood was observed inside the iab catheter. An underwater leak test of the sheath, stat gard seal, balloon, catheter, y-fitting, extracorporeal and extender tubing was performed, and no leaks were detected. Blood may enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. The reported event cannot be confirmed by the evaluation. Note: per instructions for use, if blood is seen passing the sheath seal following insertion through a sheath, disengage sheath seal from hemostasis valve. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.